Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Customer treated their blood glucose with the bolus wizard. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the drive support cap was flush. Customer could not recall pressing on the cap while connected. The customer's blood glucose was 438 mg/dl at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.